Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device did not initiate charging on a wireless charger, and charging was achieved after the patient tried a different wireless charger; replacement charging equipment was dispatched with expedited shipping. Symptoms included no change in blood glucose. Outcomes included no alerts or alarms and no medical intervention. Investigation included device history review, complaint history review, and user troubleshooting with alternate accessories. Investigation of this case revealed that the initial charger was not functioning as intended, while the device charged successfully with another charger. It was concluded that the issue was attributable to the charging accessory and not to the ilet device.